Event description:
It was reported, that during use of an anesthesia workstation apollo, the automatic ventilation stopped and the screen froze. The user reportedly switched to manual ventilation to continue the case. There was no injury reported.

Manufacturer narrative:
The investigation is ongoing. We will submit our results in a separate follow-up report.